Manufacturer narrative:
Date sent: 11/01/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown case, the clips didn't come out of the device correctly. Clips did not meet requirements. No patient consequences were reported.